Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during a vitrectomy, the laser probe tip did not fit into the cannula. Another laser probe was used to complete the case.

Manufacturer narrative:
The 25 gauge illuminated flex curved laser probe was received and a visual assessment of the returned sample determined that there was excess adhesive residue on the cannula tip. The reported event was replicated, as the sample could not be inserted into the trocar cannula. The 25 gauge illuminated flex curved laser probe was manufactured on april 6, 2018. There were (B)(4) paks associated with this lot. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to excess adhesive residue on the laser probe cannula tip. An internal investigation has been opened to address this issue. The manufacturer internal reference number is: (B)(4).